Event description:
First case; eeaorvil21 anvil assembly is the product. This orvil device would not mate to the eeaxl21 stapler. Upon inserting a new orvil device the two did mate and the case was completed. Second case; eeaorvil21 anvil assembly is the product. This orvil device again would not mate to the eeaxl21 stapler. Upon inserting a new, second orvil device, there appeared to some mating issues upon the onset of use of the second orvil, but then they did connect and we were able to fire the stapler. The firing did not result in a complete anastomosis. The surgeon was required to over sew the anastomosis. Over-sewing was done laparoscopically. Upon performing a leak test, there were bubbles which indicated that the anastomosis was still not complete, which resulted in the surgeon deciding to open in order to gain the needed access to the site for repair of the anastomosis. The orvil in the first case has been set aside for a return to covidien. Both orvil's and the eea stapler that was utilized in the second case have been set aside to be returned to covidien. I have filled out covidien field technical reports for both cases and will provide a tr number as soon as I receive it. Covidien will send a box to put all the products in for a shipment back to covidien quality assurance department. Let me know if you need any additional information and I will provide that to you.